Manufacturer narrative:
Investigation summary: no sample was received. No photo was provided. Investigation conclusion: this is the 1st complaint for lot # 8299857 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause can¿t be confirmed.

Event description:
It was reported that a broken plunger was found before use with a syringe 5ml saline fill china sp. The following information was provided by the initial reporter, "on (B)(6) 2019, respiratory nurse found that the tip ap was partially tilted and the middle part of the plunger was concave when using the prefilled catheter irrigator, so it could not be used."